Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt the lead exhibited oversensing due to a nick of insulation caused by the suture needle. Visual inspection confirmed there was blood in the insulation. The lead was explanted, and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.